Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified: capsular contracture: observed, tissue next to the shell, but it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side textured to smooth implant exchange. And capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and capsular contracture baker grade iii. The device has been explanted.